Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('post-operative pelvic infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test". The patient's concurrent conditions included uterine bleeding, postpartum bleeding, vaginal odor and endometrial thickening. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pelvic pain ("pain"), pruritus ("itching"), urticaria ("hives"), headache ("headaches"), migraine ("migraines"), abdominal pain ("abdominal pain") and arthralgia ("joint pain/multiple joint pain"). In (B)(6) 2016, the patient experienced skin discolouration ("white patchy areas to vaginal wall right") and pain ("body pain"). In (B)(6) 2016, the patient experienced urinary tract infection ("acute urinary tract infection"), bacterial vaginosis ("bacterial vaginosis/atopobium vaginae: high bvab"), vaginal infection ("acute vaginitis") and candida infection ("candida albicans: positive"). In (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/abnormally heavy menstruation..") And vaginal haemorrhage ("abnormal bleeding (vaginal)/ blood tinged malodorous discharge"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge/white vaginal discharge/ abnormal vaginal discharge"), fatigue ("fatigue,") and vaginal odour ("white fishy smell"). The patient was treated with amoxicillin sodium;clavulanate potassium (augmentin), fluconazole, fluconazole (diflucan), hydrocodone bitartrate;ibuprofen (vicoprofen), ibuprofen, metronidazole, progesterone and ciprofloxacin monohydrochloride (cipro 500 mg). Essure treatment was not changed. At the time of the report, the pelvic infection, pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, bacterial vaginosis, vaginal infection, candida infection, skin discolouration, pruritus, urticaria, headache, migraine, vaginal discharge, fatigue, pain, abdominal pain, arthralgia and vaginal odour outcome was unknown. The reporter considered abdominal pain, arthralgia, bacterial vaginosis, candida infection, fatigue, headache, menorrhagia, migraine, pain, pelvic infection, pelvic pain, pruritus, skin discolouration, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal odour to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2013. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records:vaginal haemorrhage, vaginal discharge, urinary tract infection, pruritus, bacterial vaginosis, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs+mr received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), acute urinary tract infection, bacterial vaginosis, acute vaginitis, post-operative pelvic infection, candida albicans: positive, itching, hives, white patchy areas to vaginal wall right, migraines, headaches vaginal discharge, fatigue, abdominal pain, joint pain, body pain, she didn¿t went confirmation test were added. Event injury were updated to pelvic pain. New reporters, patient information, medical history, treatment drug were added.